Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff, but flexible except where host tissue extended on the inflow. Sections of the left and right cusps were excised during explant. A puncture in the lunula of the non-coronary cusp adjacent to the non-coronary left commissure appeared to be due to a sharp object such as a forceps. Note: due to the receipt condition of the valve, possible damage to the left and right cusps cannot be determined. Glistening off-white pannus extended along the tissue and base stitching, into all inferior coaptive areas and 1 to 3 mm onto all cusps reducing the inflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed trace mineralization in the host tissue on the inflow and the piece received with the valve. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year, was explanted due to regurgitation.